Event description:
It was reported that the template coating is peeling. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer where evaluation confirmed the fracture of the instrument tip. No evidence was noted of manufacturing non-conformance during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the definitive cause of the reported event. The instrument breakage did not result in pt's complications. Nevertheless, we are filing an MDR for notification purposes.